Manufacturer narrative:
Device received with a critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file due to corroded force sensor. During visual inspection, the electronic assembly was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to critical pump error (open book image). Unable to perform the carelink upload due to critical pump error (open book image). Device had a missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, faded end cap address label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and scratched case.

Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2020 the customer alleged critical pump error 35 and was hospitalized for high blood glucoses. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor]. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to perform the carelink upload due to critical pump error (open book image). Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2020 at 5:03am. Device had a missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. The following were noted during visual inspection: missing reservoir tube o-ring, broken reservoir tube lip, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, faded end cap address label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and scratched case. Critical pump error (open book image) alarm and pump error 35 confirmed due to moisture damage at force sensor. Unable to verify customer alleged for high blood glucoses. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
The customer¿s husband reported via phone call that the customer was in the emergency room on (B)(6) 2020 for high blood glucose. The customer¿s reported blood glucose reading was 403 mg/dl but it had been 500 mg/dl earlier. Customer also had symptoms of nausea and vomiting. She was treated with an anti-nausea cocktail and insulin while in the emergency room. Customer¿s husband stated customer is a brittle diabetic and has gastro paresis. Troubleshooting for high blood glucose was declined. It was unknown that customer using auto mode feature active at the time of event. The customer¿s husband stated that the insulin pump had an insulin pump error alarm and customer was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they were hospitalized for high blood glucose on unknown date. Customer current blood glucose reading was 403 mg/dl but it had been 500 mg/dl earlier. Customer was a very brittle diabetic and she had gastroparesis. Customer was declined to troubleshoot for high blood glucose. Customer was experienced nausea and vomiting. The customer was treated with anti nausea cocktail and insulin at the hospital. It was unknown that customer using auto mode feature active at the time of event. The customer stated that insulin pump had insulin pump error alarm and customer was unable to clear the alarm. The insulin pump will be returned for analysis.